Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The device alarmed for a "depleted battery" when the pole clamp bracket was attached. The cause of the customer reported problem was a defective wireless communication module. The manufacturer representative replaced the wireless communication module.

Event description:
It was reported that the device indicated "depleted battery" with pole clamp bracket attached. This was an out of box failure during implementation of device and module at the customer site. The event happened during implementation of pump at facility, and there was no patient involvement.